Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(6) on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found that a user advisory (ua) 45 (not at "home" position after power-on/restart) message occurred on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 45 message was also duplicated during functional testing. Further investigation found that the clutch plate was stuck and needed to be deburred. Because the clutch plate was stuck, the lifeband could not be removed from the platform during evaluation, thus confirming the customer's reported complaint that the lifeband could not be removed from the platform. Unrelated to the reported complaints, a load cell characterization test was performed, which verified that both load cells were functioning within specification. Based on the investigation results, no parts were identified for replacement. In summary, the customer's reported complaint of the platform displaying a ua 45 message was confirmed during review of the platform's archive data and was also replicated during functional testing. In addition, the customer's reported complaint that the lifeband could not be removed from the platform was confirmed during functional testing. Further investigation determined that the clutch plate was stuck and needed to be deburred to remedy both of the customer's reported complaints. Unrelated to the reported complaints, a load cell characterization test was performed, which verified that both load cells were functioning within specification. After the clutch plate was deburred, the platform passed all final functional testing.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer also reported that the lifeband could not be removed from the platform. No patient involvement was reported. No further information was provided.